Event description:
It was reported an ablation procedure was abandoned due to the Ionic failed during self-diagnostic testing. There was no adverse effect.

Manufacturer narrative:
Date of event is estimated.E1 - Reporter Phone Number: (b)(6).